Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date since event date not provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a moderately tortuous limb. A 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.